Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter (B)(4) a defect in the transfer set. The customer reported that the defect found was an unusual gapping between the lure lock and the body of the transfer set. The customer stated that the defect was found by the nurse during a bag exchange. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to the report of a connection issue. During visual inspection it was noted that the patient connector and the adapter did not connect flush. The transfer set was pressure tested with the beta adapter connected and no leak was noted the beta connector was removed and a lab titanium adapter was functionally hand tightened and tested underwater with no leaks or issues noted. This report was not confirmed for connection issue. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was requested; however, has not yet been received. If the sample is returned for evaluation or if additional information becomes available, then a follow-up MDR will be submitted.